Event description:
It was reported that the pulse generator exhibited a telemetry anomaly. The patient was pacemaker dependent, and the device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code the device functioned normally.